Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient could not increase stimulation to the level that they were programmed. The rep was seeing a 'screen 59, settings not available' message. The rep was able to set at 7.ma with the tablet but then could not get stim to 6.8 ma on the controller. The tablet was showing an oor message and it was reviewed that this was either due to settings being used or the impedance values. Evolve settings of 90pw, 900hz were being used and had impedance values of 900 and 21950 ohms on the contacts in use. It was reviewed that the rep could increase pw to 120 and that the impedance of 21950 could impact what could be delivered to the patient. A pw on 120 was used and the oor was eliminated on the tablet. The issue was resolved. No patient complications were reported. On (B)(6) 2017, additional information was received from the manufacturing representative (rep) reporting that the patient had a difficult time communicating with the controller and saw the ¿no device found¿ error message. The patient also reported that they weren't able to turn stimulation up about two weeks after their implant as they got the ¿settings not available¿ error code message. It was reported that this had since been resolved with reprogramming. After the patient was reprogrammed, the patient had groups a and b to work with at that time. The patient wasn't able to get as high as they wanted with this programming as they got ¿settings not available,¿ so the patient met with another rep who just gave the patient group b. The patient could go up to about 6.6. Ma with this group. The patient¿s husband noted that they thought they still had group a as an option, but group a just disappeared off the controller as an option. The patient met with a rep again and group a was added back on. The patient stated that they were getting pain relief and they could turn their stimulation up higher again. The patient had to turn it way up in order to feel stimulation or get relief. However, the pain relief was temporary. The patient would feel pain relief temporarily after reprogramming sessions, but then would lose stimulation benefit. When checking the ins today, they stated the controller and tablet synced with the ins just fine. The patient had a and b groups today. The rep reported that they would work with the patient to reprogram them. It was reported the events occurred in 2017. No further complications were reported/anticipated.